Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ requested but not returned by hospital.

Event description:
It was reported patient underwent an acl repair procedure on (B)(6) 2016. During the procedure, the reamer fractured and a piece fell into the patient's joint space. The fractured piece was retrieved from the patient. The patient was noted to have hard bone, which may have contributed to the event. Another reamer was used to complete the procedure without delay or further complication.

Manufacturer narrative:
The supplier holds reporting responsibility, and the previous report was submitted in error and will be voided.